Event description:
Report rec'd from the USA stating the device was making a "high pitched noise" and smoke. The device was being used during knee surgery. No pt or user injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent. (B)(4).